Event description:
The customer reported that the camera was not working during inspection for use involving an olympus video system center. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.